Event description:
The customer stated the paramedics were called out and treated her low blood glucose with glucagons shot. Troubleshooting could not be performed at time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.